Event description:
An error issue was reported with the abbott diabetes care (adc) device in use with an unknown phone and unknown operating system version. The customer reported encountering a "replace sensor" error message while using the freestyle libre 3 app was unable to obtained glucose readings. The customer experienced symptom described as "body was numb" and was unable to self-treat. The customer had contact with a healthcare professional who performed an x-ray due to the customer falling and was treated with "dextrose 50% injection, 50ml fyr, 5mg pain medication (unspecified), and food to boost levels". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported replace sensor error message, was investigated. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause and it's a reader issue. There is no malfunction with the customer's reported application. Therefore, the reported issue is not confirmed with respect to the customer's reported application. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the model number information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.